Event description:
Boston scientific received information that during cardiac surgery, this right ventricular (rv) lead was cut by the physician. The lead was deemed non-functional, hence, the physician used a temporary pacing system until a new system was implanted on a later date. Additional information was received indicating that the temporary pacing system used was from another manufacturer's product. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.